Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 145, blood glucose reading 245mg/dl. The customer also received a low suspension. A possible bent sensor was also mentioned. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.